Event description:
Spinal needle will not go through introducer needle. The spinal needle seems to get stuck at the bevel of the introducer. Spinal needle was not used on the patient. No patient harm. Bd tray spinal w/25ga whit/marc. Lot: 0001631127; ref:400866; exp: 2026-10-31.